Event description:
A physician reported a pt who was double skin tested on 17 october 1997 with negative results. She rec'd her first treatment on 20 november 1997 with three formulations of collagen into the upper and lower vermilion borders, nasolabial folds, marionette lines, crow's feet and glabella. One month later, the results were satisfactory. On 22 december 1997, during a hot weather spell, the pt developed erythema at the nasolabial folds and vermilion border, which the physician believed was a hypersensitivity. The pt rubbed retin-a on nasolabial folds and erythema occurred in the other areas but not on test sites. On 16 january 1998, the pt developed nodular lumps at the nasolabial folds, crow's feet and medial lower lip. On 22 december 1997, the physician prescribed oral lorastyne, which was not effective. On 16 january 1998, oral lorastyne and panafcort were prescribed, and on 19 january 1998, oral zyrtec and panafcort were prescribed, which mildly subsided the symptoms.